Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in the emergency room and indicated having a lead issue. Boston scientific technical services (ts) advised to contact the cardiologist for further evaluation against the lead. As of this time, this rv lead remains in service. No adverse patient effects were reported.